Event description:
Pt was brought to or for removal of old proximal port of central venous port not at chest. This port was previously irrigated and the distal port broke off and went to her heart. She had to have that removed at hosp on friday 1/22/99. Original portcath was inserted at hosp in december of 1997 by a dr.